Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, fluoroscopy was performed and revealed a dislodgement of the left ventricular (lv) lead. The lv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.